Manufacturer narrative:
The actual samples were discarded. However, samples from the same lot were returned and evaluated. Co also received a dental syringe and the needle shields in use when the event occurred. Visual and dimensional inspection found all units to be within manufacturing specifications. Co functionally tested the returned products in combination in an effort to duplicate the event. No needles were found to separate from the syringe or needle sheath, before or after sheath removal. The lot history was unremarkable with regard to the complaint. Co is unable to duplicate the event or determine a cause for the reported problem. No other complaints have been received for the lot.

Event description:
Customer reports, the needle falls out of the hub during use. One instance resulted in a contaminated needlestick, when the needle fell out and stuck her on the leg. A needle shield from another manufacturer was being used at the time. The patient involved was a hepatitis carrier.